Manufacturer narrative:
Product event summary #event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated that the device experienced a partial reset. Event: it was reported that this implantable pulse generator (ipg) had a reset. The rest restored normally. Preliminary geo assessment: based on the ipg's memory there was a micro process error, which restored normally. Preliminary geo conclusion: normal operation with the reset. (B)(4).

Event description:
It was reported that the during a routine follow up visit, the device experienced a power on reset (por). The device reset message then cleared returning all parameters to previous settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the during a routine follow up visit, the device experienced a power on reset (por). The device reset message then cleared returning all parameters to previous settings. The device remains in use. No patient complications have been reported as a result of this event.